Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that filament was not there at all when pulled out. The customer's blood glucose was 13.7 mmol/l. The product was not returned for analysis.